Event description:
It was reported that during an unknown procedure, the refill cartridge proceeded to fall apart when the suture cartridge was deployed; this resulted in three broken parts of the reload unit falling into patient¿s abdomen. All parts were retrieved. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).